Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior, opening on posterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified, striated opening on anterior, crease smooth on posterior. Craters are observed, on the surface of the shell. And observed, void >1 mm in non-textured valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. Crease smooth opening on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side deflation. The device has been explanted and replaced.